Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was experiencing severe pain and could not walk. Patient was taken to the emergency room to investigate the issue. It was reported that the patient had a lead revision that could have been contributed to the issue. Issue was not resolved at time of report. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown (B)(4). Product type lead. References the other applicable component listed above. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that cause was not yet determined due to patient still being in the operating room. It was reported that patient was in the emergency room waiting for an MRI. Reason for lead revision was reported to be related to lead migration. It was reported that one went up the vertebrae and the other moved down a vertebrae.